Event description:
It was reported that a cartridge alarm 20 occurred during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, who had previously reported similar cartridge alarms, was guided by technical support to transition to multiple daily injections (mdi) as backup insulin therapy. Technical support arranged to send a replacement pump with updated software and provided storage mode instructions for the current pump. The customer agreed to return the problematic pump and acknowledged the steps required upon receiving the new pump.